Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient was being refilled today for the first time since the refill difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (150 mcg/ml at 88 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that during a refill, the hcp was able to aspirate drug from the pump, but was only able to get 11mls into the pump while filling. It was confirmed that proper needle orientation was being used, all refill kit components were confirmed patent and a quarter turn of the needle was tried as well. They didn't perform the locked valve procedure by holding negative pressure for 2-3 minutes. The hcp had only tried to pull back two times to see if they got air. The hcp got back what looked like air but still was only able to get 11mls into the pump. The patient was filled with the 11mls and the issue would be addressed at the next refill. They mentioned that in the past the pump had been filled with morphine then switched to dilaudid before switching to fentanyl so there could be some old drug buildup since he didn't think they did a rinse between those drug changes. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-sep-24. It was reported that it was confirmed that the reservoir was fully aspirated prior to injecting the 11mls of medication. They were unsure of the cause of the reduced reservoir capacity but noted it might be precipitates from prior medications. The next refill had not yet been scheduled. The patient's weight was unknown. No further complications were reported.